Event description:
Reportable based on device analysis completed on 13dec2024. It was reported that the sheath crumbled and kink. The target lesion was located in the iliac artery. A opticross 35 vascular imaging catheter was used in deep vein thrombosis iliac procedure. However, when the catheter was prepared, it was noticed that the sheathing of the ivus device was separated, crumbled and kinked. The procedure was completed with a new one. No patient complications reported. However, returned device analysis revealed torn imaging window.

Manufacturer narrative:
D2b pro code (product code): obj, itx. Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed kinks and torn in the imaging window assembly. The tip of the catheter was damaged. Based on the evidence, the reported allegation of kink catheter was confirmed, since the kink found during the visual test could have contributed to the reported issue. Additionally, the reported allegation of detachment of the sheath could not be confirmed, since the reported issue was not found during the visual test.